Manufacturer narrative:
According to the event description, a drilling pin broke during use. The concerned product has not been returned to implantcast gmbh. The customer provided a photo of the broken drilling pin, enabling a limited optical investigation. The lot number o the product is unknown. An inspection of manufacturing documents and material certificates was therefore not possible. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component. It was reported that this incident happened intraoperatively. However, there was no health impact on the patients, users, or third parties. The surgery was successfully finished using the affected product. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
"While screwing in the drilling pin (for fixation of the 4in1 femoral cutting block), the pin broke at the junction to the ic pin adapter. Nevertheless, the cutting block was fixed, and the surgery could be continued and completed without interruption. There was no impact on the patient."